Event description:
As reported by the user facility: event occurred during catheter placement. Catheter sheared when being withdrawn through epidural needle. Approximately 1 cm of catheter remains in patient's epidural space. Patient/facility to determine if catheter fragment will be removed. Additional information provided by the reporting anesthesiologist, indicated the catheter sheared when being withdrawn through the epidural needle. The fragmented piece remains in the patient at this time. The patient is consulting a spine surgeon to discuss the option of having the fragmented piece removed. To date the patient has not suffered any adverse sequela associated with the reported incident. The facility continues to follow up with the patient. The lot number remains unknown.

Manufacturer narrative:
The actual sample in the incident was returned to the manufacturer for evaluation. One used catheter with attached thread assist guide was returned. The catheter length measured approximately 100 mm. The catheter tip had been fractured and was not returned. The fracture was angular in appearance indicating that it occurred when the catheter was withdrawn or partially withdrawn through the needle shearing the catheter tip. It should be noted that the labeling on the tray states, "do not withdraw catheter through the needle because of possible danger of shearing." All available information has been forwarded to the actual manufacturer for further evaluation.